Manufacturer narrative:
Although no device was returned for evaluation, review of the provided radiographs confirmed the reported poly wear and osteolysis. Medical records were reviewed, however, based on the information available, it is not likely the complaint is product related. Additional information does not change the outcome of the original investigation. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Clinical der states patient was revised to address poly wear. Update rec'd 12/30/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was experiencing progressive pain and swelling with early osteolytic changes. Upon revision the patient was found to have a very reactive synovium. The polyethylene was broken. At this time the patient's patella is being added to the complaint and reported. The complaint was updated on: 01/18/2016.